Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, the patient experienced a lateral tibial fracture, which required a revision surgery to convert to a total knee arthroplasty. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf twin peg cmntls fmrl md; item# 161474; lot# 67001682. Oxf anat brg lt md size 3 PMA; item# 159547; lot# 65832628. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.